Event description:
A customer reported a significant shift in mutiple quality control and calibrator fluids and was unable to calibrate their vitros eci instrument. An ortho clinical diagnostic field engineer identified that the reagent metering probe was partially occluded. A partial occlusion to the reagent metering probe could cause bias results to occur. There was no report of patient harm as a result of this event.